Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that false nonreactive architect anti-hcv results were generated for two patients. Patient #1: sid (B)(6) architect anti-hcv result was (B)(6) s/co (nonreactive). Patient #2: sid (B)(6) : architect anti-hcv result was (B)(6) s/co (nonreactive). The customer tested both samples using an alternate method (not specified) which generated reactive results of (B)(6) and (B)(6) s/co respectively. Rna testing was recommended to confirm the status of the patients. No adverse impact to patient management was reported.

Manufacturer narrative:
Customer returns were not available. Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data, it was shown that the sensitivity performance of the complaint lot is not adversely affected. Based on the investigation, no systemic issue or deficiency for lot number 28541be01 was identified.